Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Since this case could not be linked with specific treatments, no logfiles or treatment reports were reviewed. When assessing the complaints from the same cluster report holistically, in can be seen that, both the review of the logfiles as well as the review of the treatment report shows several items that are not in compliance with the instructions given by the user and procedure manuals and that can be optimized in the handling and the workflow of the procedure, among others the re-use of the patient interface. However, investigations on the patient interface based on the complaints from this reporting entity led to the identification of a new potential root cause for incidents comparable to the ones of this report. A contributing factor to this behavior is the weaker shaft stiffness of the cone variant of one of the applanation cone. Per the collected information from the reported entity, this incident is caused by an inappropriate insertion of the applanation cone (i.e., user handling), to which the weaker shaft stiffness of the cone is a contributing factor (i.e., design related). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that superficial cut in the epithelium which was major in cone and some complications including the incomplete flaps and the irregular flap shapes, during lasik surgery. Due to these issues, most surgeries have been delayed and postponed until after the healing process.